Manufacturer narrative:
Device not returned yet. Investigation in process, but not yet complete.

Event description:
It was reported that: "the screwdriver shaft was not properly engaging in the head of the screw and was not properly disengaging from the screw."